Event description:
It was reported the lead impedance had decreased and was now 178 ohms. An insulation breakdown was suspected. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.